Event description:
While attempting to deploy the endo gia ultra universal stapler 12mm xl during the laparoscopic sleeve gastrectomy, the device would not articulate and would not work unless in the straight position. The device was removed from the sterile field and replaced with a new device, which worked without difficulty. No harm came to the patient.

Event description:
While attempting to deploy the endo gia ultra universal stapler 12mm xl during the laparoscopic sleeve gastrectomy, the device would not articulate and would not work unless in the straight position. The device was removed from the sterile field and replaced with a new device, which worked without difficulty. No harm came to the patient.